Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to a laparoscopic sleeve gastrectomy procedure, upon checking the device the scrub tech felt like the device was difficult to close. After closing the device, the scrub tech could not open the device. The device was not used. The case was completed with another device of the same product code. There were no patient consequences reported.